Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 10mm in length, concentric, de novo target lesion in the moderately tortuous, non-calcified and 3mm in diameter distal left circumflex (lcx) artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.